Event description:
Baxter sales representative phoned in on (B)(6) 2010 to report 3 or 4 leaking stopcocks. It was unknown where exactly the leak took place and other information about the leak was unknown. This incident occurred with the elcam three-way large bore stopcock, product code 2c6201, with an unknown lot number. This incident occurred at an unknown time. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.(B)(4).

Manufacturer narrative:
(B)(4). A customer sent in one actual sample for an evaluation. During a visual inspection a crack was noticed in the elcam three way large bore stopcock. A functional and pressure test at 8psi was performed on this unit in which it failed. The root cause of this confirmed reported condition remains unknown. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A labeling review was conducted and although the label does not contain warnings specific to the reported issue; the label contains appropriate cautions, warnings and instructions for use.